Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor connection issue occurred. The sensor was inserted on (B)(6) 2023. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were unable to restore the connection. The reported event of a sensor connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.